Manufacturer narrative:
The following devices were also listed in this report: size 8 accolade ii 127 deg; cat#:6721-0837; lot#:53243303 28mm std v40 taper vit head; cat#:6260-5-128; lot#:53906905 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patients right hip was revised due to thigh pain.